Manufacturer narrative:
Evaluation of the returned cat6 confirmed that the catheter was stretched. If the cat6 is forcefully retracted against resistance, damage such as stretching may occur. Further evaluation revealed distal ovalization. If the device is forcefully gripped or pinched during use, damage such as this may occur. This ovalization likely contributed to the resistance experienced during the procedure. During the functional test, the cat6 was unable to be advanced through a demonstration neuron max due to the ovalization on the catheter shaft. Further evaluation also revealed kinks in the catheter shaft. This damage was incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a thrombectomy procedure in the brachial artery using an indigo system aspiration catheter 6 (cat6), a non-penumbra sheath, and a guidewire. During the procedure, the physician used the tip protector to introduce the cat6 to the sheath and encountered resistance. The cat6 was then removed and the physician noticed the distal tip was stretched. Therefore, the cat6 was no longer used. The procedure was completed using another cat6, the same guidewire, and the same sheath. There was no report of an adverse effect to the patient.